Event description:
It was reported that the customer was hospitalized for high bgs. Bgs were treated with insulin drip. It was indicated that the nurse believes the customer ran out of insulin because of lack of money to purchase insulin. The nurse had the pump and found that the reservoir did not have insulin.